Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer cycling. It was noted that there was fluid leak in the system. The ipp was explanted and replaced. There were no patient complications reported.